Event description:
It was reported that the patient presented with a wound hematoma and pain in the area of the device pocket. Antibiotics were administered and the issue was resolved. The device remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)